Manufacturer narrative:
Additional information: age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Implant date: not applicable as this is not an implantable device. Explant date: not applicable as this is not an explantable device. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report from a doctor's office which indicated three of their patients experienced toxic anterior segment syndrome (tass). They provided the two lot numbers involved in the three cases. However, at the time of this report they did not indicate which lot number correlated with which patient. Follow-up was performed to get additional details. However the customer only provided the doctors names and indicated that dr. (B)(6) had two patients and dr. (B)(6) had one patient. Dr. (B)(6) event is captured in this medwatch report for one patient which we will refer to as patient #1 for lot 028715. As described above, the patient experienced toxic anterior segment syndrome (tass). Although not specified, it¿s important to note the reported event normally requires medical intervention to resolve. No further information was provided. The other complaints are captured in another MDR reports submitted.

Manufacturer narrative:
This investigation includes: ¿review of the manufacturing batch record for those characteristics that would potentially relate to the observations. ¿review of the product testing to confirm, specification adherence (sterility, particulates, ph, endotoxin, and osmolality). ¿review of the complaint database for similar reported events . Conclusion: based on the review of the batch records and manufacturing process, this occurrence is likely, not associated with a manufacturing assignable cause. Review of the complaint database indicates, there have been no other similar complaints for lot 028715. This complaint appears to be an isolated incident. Recommendations: since the root cause is likely, not related to the manufacturing process. And the report does not indicate a trend. No further actions are recommended at this time. Lifecore will continue to monitor and trend complaints of this type. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.